Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc) dilator, the dilator would could not flush. Resistance was felt as the dilator was attempted to flush. A guide wire was attempted to be inserted into the dilator to check if there was a blockage. Resistance was felt and the guide wire could not go through. The sgc was replaced and a mitraclip was implanted. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc) dilator, the dilator could not flush. Resistance was felt as the dilator was attempted to flush. A guide wire was attempted to be inserted into the dilator to check if there was a blockage. Resistance was felt and the guide wire could not go through. The sgc was replaced and a mitraclip was implanted. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.